Manufacturer narrative:
Batch code#: dt1857e. Brand code/sku#: (B)(4). Product count: 2 count. Date of manufacture: 27-apr-2020 through 01-may-2020. Expiry date: mar-2023. Quantity released: (B)(4) cartons. Batch dt1857e is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Batch dt1857e was manufactured as a 2-count carton, a portion of batch dt1857 was sent to a contractor for packaging into 2 count cartons, the two count carton was labeled batch dt1857e by the contractor. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Batch dt1857e is the sublot of bulk product dt1857. The visual inspection consisted of retained samples of bulk product batch dt1857. Per (B)(4), consumer return samples and retain evaluations, effective 30-jul-2020, section 8.2: inspection of retain samples. The visual inspection of a retain sample included 6 pouched wraps. Sample shows no obvious defects. (B)(4) retain sample inspection form documented the retain evaluation performed on 25-mar-2021 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the (B)(4) site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 19.3 was below the upper control limit (ucl) of (B)(4)complaints per million produced per (B)(4), complaint trending guideline, effective 29-apr-2021. On the basis of this evaluation, a trend does not exist for this batch. The following complaint intake, triage, and investigation (citi) customizable search and trackwise digital (twd) complaints were performed: citi scope: date contacted: 30-jun-2018 through 14-mar-2021 manufacturing site: (B)(4) /complaint class: external. Cause investigation / complaint sub class: adverse event safety request for investigation. Twd complaints scope: date contacted: 15-mar-2021 through 30-jun-2021 2021 manufacturing site: (B)(4) / complaint class: undesirable side effect / complaint sub class: /adverse event safety request for investigation. The citi and twd search returned a total 23 complaints for flexible use xl products during this period for the class/subclass. Two of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The summary of confirmed complaints is as follows: (B)(4) (legacy qts), lot t48946: the root cause category equipment with contributor factor method. Consumer reports "content of the cells came out." Contamination of the chemistry premix can block the bottom film tracking sensor and prevent the sensor from correcting the tracking issue. A scenario that can potentially expose the forming plates/screens, allowing brine solution and chemistry premix to be dosed into the forming plates/screens' pockets. Thus creating accumulation in the platens (forming plates and screens) preventing the formation of cells. Contributor factor was identified as method because, during batch t48946, no procedure/form was implemented to inspect for build-up in platens (forming plates/screens). Corrective and preventive actions: (B)(4) was generated to incorporate an alarm for the bottom film dvt camera to inspect platens to accumulate chemistry when holes are detected within the bottom film. The alarm will notify technicians to check the platens to ensure no build-up is present. Closed: 09-apr-2020 2020. (B)(4) was generated to determine market action requirements for batch t48946 and batch t73713. Both batches were confirmed to be showing cells damaged/leaking defects. Per gsk and pfizer procedures, a site meeting held on dec 16, 2019, and a recall of batches t73713 and t48946 was determined. Based on the analysis of returned wrap, confirming a manufacturing defect with the potential to cause harm, cells leaking/damaged are listed as the severity of at least s3 based on the risk of causing a burn. The complaint rate exceeded the 14 cpm threshold for the defect of cells damaged leaking in these batches manufactured consecutively. The joint venture made the recommendation of recall of gsk and pfizer consumer health to pfizer to the wholesale level. They remain the marketing authorization holder for the (B)(4) markets. The euar for thermacare will manage the recall with european authorities. Closed: 18-dec-2019 (B)(4) (legacy qts), lot w62783: the most probable root cause category for this event is method/procedure (document unclear/lacking detail). The (B)(4) caused the unsealed cartons to require an update to include details of how to complete the cleaning for glue guns and the upper closing guide at the cartoner machine. Commitment (B)(4) was issued to update the cartoner cleaning method for the gluing area established under (B)(4), closed on 28-jun-2019. The data shows an increase in complaints in july 2020. All six complaints received in (B)(6) 2020 are related to burns. Based on this citi and twd search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclasses of adverse event safety request for investigation for flexible use xl products. There is no further action required. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degrees c to 41.6 degrees c) per (B)(4), effective date: 03-dec-2019. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. CAPA required: no. Root cause investigation required: no. Based on the information provided, the events of medical device site burn and medical device site scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Angelini medical assessment: the pi of thermacare flexible use 8hr xl 2ct dach mentions that medical device site burn, but not medical device site scar, could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare flexible use 8hr xl 2ct dach and adverse events is considered as possible. The overall assessment for this case is serious/unlabeled/ possible batch dt1857e is the only batch within the scope of this investigation. The visual inspection consisted of retained samples of bulk product batch dt1857. The visual inspection of a retain sample included 6 pouched wraps. Sample shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. On the basis of this evaluation, a trend does not exist for this batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
On 13-jul-2021, angelini (B)(4). Forwarded bridges consumer healthcare a report which they received on 30-jun-2021. The report verbatim consisted of the following: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from (B)(6) received on 30-jun-2021 from a pharmacist from (B)(6) ((B)(4)) through (B)(6) ((B)(4)). This case report concerns a female patient with no relevant medical history, who applied thermacare flexible use 8hr xl 2ct dach via topical route for unknown indication. Concomitant medication(s): unknown. On (B)(6) 2021, after thermacare flexible use 8hr xl 2ct dach initiation, the patient experienced medical device site burn, medical device site scar. The patient went to the pharmacy during the emergency service time. The patient suffered burns on the shoulder in the shape of the heat wrap on (B)(6) 2021 and scarring occurred. It is unknown if any action was taken with thermacare flexible use 8hr xl 2ct dach. Relevant laboratory test results include: not reported. Outcome: medical device site burn: unknown, medical device site scar : unknown. The reporter assessed this report as serious and didn't provide causal relationship to thermacare flexible use 8hr xl 2ct dach.